Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent (B)(4) complaint report was reviewed for the bioflo dialysis product family and the failure mode, "extension leg failure." No adverse trend was indicated. As the catheter from the reported event was discarded at the hospital no device evaluation was possible and a definitive root cause for this event could not be determined. A CAPA has been initiated, however, to provide further investigation into this and similar events, and to determine if corrective action is required. Manufacturing process controls for the dialysis catheters include visual inspection for damage or defects, 100% leak testing, and guidewire insertion testing to verify lumen patency. (B)(4).

Event description:
Event occurred in (B)(6) - patient had dialysis catheter implanted on (B)(6) 2016. Catheter was removed on (B)(6) 2017 due to leakage at the extension tubing of the catheter. No patient complications other than changing out the catheter. The patient had been connecting themselves for home dialysis five times per week. The dressing was changed every 2 days and the site was cleaned with 70% alcohol. Tego connectors were used for connection. Those were changed once per week after a 30 second scrub and 2 min. Drying time using chlorhexidine with 4% alcohol solution. The catheter from the reported event was discarded by the hospital.